Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient received inappropriate atp therapy due to oversensing of noise. The rv lead was explanted. The patient was stable.